Event description:
The patient reported an infection at their pocket site and pain when using the device. Cultures confirmed infection. Antibiotics were prescribed and the patient was advised not to wear the device until the infection has cleared. On (B)(6) 2024, the patient had an exploratory surgery where the incisions were washed out. The incisions seemed clear of all infection markers and the infection continues to clear.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. Additionally, the patient having contraindicating conditions was ruled out. However, the patient experienced an inspect bite near the incision about one month after the implant procedure. Although the infection may have been caused by an insect bite near the incision, the device was implanted to target the occipital nerve, which is an off-label location. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-30200 rev 7, "the freedom pns system is not intended to treat pain in the craniofacial region". A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. Although the infection may have been caused by an insect bite near the incision, the device was implanted to target the occipital nerve, which is an off-label location (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.